Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a non-recoverable error 86 occurred. The customer restarted the system multiple times, with no change. The intuitive technical support engineer (tse) reviewed the system logs and found error 86 against the vision side cart (vsc) power distributor. The tse waked the caller through a vsc hard power cycle. The system powered on normally with no error. The tse advised that the error could return. The customer stated that they were at the end of the procedure and were not sure if they would continue to use the system to complete the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the system alarmed when it was initially powered on. The system was restarted and there were no additional alarms. The customer tried powering down the system 2-3 times. The customer performed a hard reboot, but there were still non-recoverable errors. It was determined that there was a power distribution error.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the error 86 would display on the vision side cart (vsc) even after a system restart. Fse replaced the core redundant power tray assembly (ipd). Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ipd was analyzed, and the reported failure error was confirmed but it could not be reproduced. The assembly was installed into a test system and started at normal mode. There were no errors or failure messages. The test system was power cycled 12 times and remained on the system for one hour in normal mode with no errors triggered. The errors were confirmed in the logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.